Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the assignable root cause for the reported condition that the device ran without foot pedal or hand control being pressed (failed safety check function with handswitch and foot pedal) was due to wear from normal use and servicing over time. It was determined that the corrosion in the electrical control unit (ecu) was due to improper maintenance, which is user error/misuse abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the electronic pen drive device was broken. During in-house engineering evaluation, it was determined that the device ran without foot pedal or hand control being pressed and the ecu was corroded. The device also failed pre-tests for safety check function with handswitch and foot pedal. It was unknown if the event occurred during surgery or if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.